Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that patient's ventricular lp was dislodged during tether mode and atrial lp was moved without protective sleeve over it. It was also noted that helix of both device was stretched. The ventricular lp and atrial lp was not implanted and new devices were implanted on (B)(6) 2024. The patient was stable.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that patient's ventricular lp became dislodged during tether mode resulting in a stretched helix. The ventricular lp was exchanged, and new device was implanted without issue. Upon implant attempt in the atrium, the lp was moved without protective sleeve full covering the helix. It was noted to get caught on tissue, and the helix stretched. A new atrial lp was used and successfully implanted. The patient was stable.